Manufacturer narrative:
G4: 31mar2020 b4:(B)(6)2020. Blower assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported issue was unable to be duplicated and no root cause was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05dec2019.

Event description:
The customer reported that the device had a "blower temperature high" alarm. The device was evaluated by the field service engineer, but the reported issue was unable to be duplicated. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported. The field service engineer replaced the blower assembly to address the reported issue. The device was tested and functions as intended.